Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00444 initial report on 2022-12-13. Additional information - 2023-02-24. Siemens concluded an investigation for an outside the united states (ous) customer observation of a discordant (reactive) atellica im toxoplasma igg (toxo g) lot 280 result from a sample drawn from a pregnant woman compared to an alternate test method. The customer's calibration data was reviewed and was comparable to release data and the customer's quality control (qc) data recovered within acceptable ranges and was comparable to peer data. The customer performed a method comparison of 21 samples and 2 samples were reactive on atellica im toxo g while negative on an alternate method and 2 more samples were non-reactive on atellica im toxo g while reactive on the alternate method. Siemens retrieved patient field data and found atellica im toxo g lot 280 interpretation rates to be similar to other lots. The customer did not provide samples for further testing by siemens. The total number of negative and positive samples the customer has tested with atellica im toxo g lot 280 was not provided, thus the customer's specificity and sensitivity cannot be calculated. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) 10995430_en rev. 03, 2022-05 contains the following warning: "the calculated values for toxoplasma igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the toxoplasma igg assay used. Values obtained with different assay methods cannot be used interchangeably." Based on the available information atellica im toxoplasma igg (toxo g) lot 280 is performing as intended and a product problem has not been identified. Customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.

Event description:
The customer observed a reactive atellica im toxoplasma igg (toxo g) result on a sample from a pregnant woman. The result was discordant compared to the nonreactive retest result obtained using an alternate toxo g test method. The initial discordant result was not reported to the physician. The alternate method result was reported. There are no allegations of patient intervention or adverse health consequences due to the discordant toxo g result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center to report an observation of a discordant (reactive) atellica im toxoplasma igg (toxo g) lot 280 result from a sample drawn from a pregnant woman. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.